Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The backup chair's left wheel will not tighten. The hardware is tight, but the housing is loose.